Event description:
It was reported that during a procedure on (B)(6), 2012, the antegrade femoral nail driver was noted to be fractured, causing misalignment of the guide pin and screws with the nail. This resulted in a greater than 30 minute delay to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert included with biomet intramedullary nail implants states under precautions: "instruments are available to aid in the accurate implantation of internal fixation devices. Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement". The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Evaluation of the returned device found strike marks on the underside of the driver nose. It is likely that the fracture and micro-motion are due to direct striking of the instrument; however, the instrument was found to function properly despite these effects and the misalignment may have been due to incorrect guide hole selection.